Event description:
Customer reported a medical event of performing multiple tests with her freestyle freedom meter and it not turning on with strip insertion. She reports having a "bleeding leg" and reports losing consciousness. Paramedics were called and treated customer with IV dextrose and she was transported to the hospital and diagnosed with hypoglycemia. There is conflicting information in the reports but it appears that the customer was testing on her leg. The thigh and the calf are approved alternate site testing areas. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The report lists meter readings that are consistent with the customer's report of losing consciousness. However, it is unclear if these readings occurred at the same time of the medical event. The product has been requested for investigation and a follow-up report will be submitted once results are available.